Event description:
Legal papers state that the plaintiff underwent left knee surgery 1999, later had revision surgery in 2004 which the operative report states "the patient was found to have wear on the poly of the patells and also that there were free beads that had embedded themselves in the tibia. There was evidence of some metalosis type changes in the synovium with a boggy thickened synovium." It was also described that the poly had backside wear.